Manufacturer narrative:
F(B)(4).

Manufacturer narrative:
Final device analysis of the catheter revealed the following: see photos pertaining to this analysis summary. Only the proximal portion of the catheter was returned. The released systems engineer provided input into the analysis of this return and noted that our catheters are not compatible with "bard" ports. Per the released systems engineer, the implant manual says the "catheter is designed for use with medtronic implantable infusion pumps". Anything beyond the "medtronic implantable infusion pumps" would be contraindicated.

Event description:
During implantation of the catheter, the surgeon was unable to connect it to the "implantable port." Another catheter was opened and connected. The device was to be returned to the manufacturer. It was noted that there were no patient symptoms associated with this event. Patient outcome was reported as alive, no injury, no adverse event.